Event description:
Information was received that device is leaking from the reservoir. Patient involvement was reported as unknown.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found device to be dirty, contaminations, minor scuffs, and cracked water tank cover. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device tank was filled with water and powered on. The customer complaint was able to be confirmed; water was leaking from the bottom of the water tank. The problem source was determined to be user interface, as a result of a cracked water tank cover from over tightened screws.